Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history report (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unknown date involving a microclave¿ clear neutral connector where it was reported that it continues to be clogged or have great resistance when accessing it and it has been occurring for some time. There was unknown patient involvement and unknown human harm.